Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure on (B)(6) 2017. Refer to manufacturer report #3005099803-2017-02090 for the other associated device information. It was reported to boston scientific corporation that two accumax 200 single use holmium laser fibers were used in the bladder during a retrograde stone fragmenting procedure performed on (B)(6) 2017. Reportedly, a dornier holmium laser unit was used with settings of 2500j/15hz. According to the complainant, during the procedure after about four minutes of use, the laser fiber broke into two pieces outside of the cystoscope. A second fiber was used with the same result. The procedure was completed with a third accumax 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable.